Event description:
It was reported that the subject experienced an event of chest pain and the subject was hospitalized (B)(6) days post index procedure. The subject underwent a target vessel revascularization (tvr) with placement of a bare metal stent to the proximal left anterior descending (lad) with reduction of the pre-treatment diameter stenosis from 90% to 0%. On (B)(6) 2012, the event resolved without residual effects. The subject was discharged on (B)(6) 2012. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.